Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified. Expiry date 02/2020

Event description:
It was reported that during a stent placement procedure, the stent's dimension was allegedly longer than the dimension on the packaging.